Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.